Event description:
A retrospective review of journal articles from 1999 to 2010 was performed on (B) (6) 2010. During review, determination was made that details in the article may not have been reported for medwatch filing. Article: a prospective trial of poly-l-lactic/polyglycolic acid copolymer plates and screws for internal fixation of mandibular fractures; in the international journal of oral & maxillofacial surgery by c ferretti, it was noted 9 patients developed complications ranging from minor dehiscence (4 patients) to frank sepsis requiring plate removal (5 patients), resulting in a 22.5% complication rate. Sepsis - plate removal 2 weeks; assaulted - fixation failure 2 weeks; (B) (6), septic l angle, plate removal 1 month; assaulted - fixation failure 6 weeks; sepsis, local debridement, antibiotic; sepsis, l angle, plate removal; *sepsis r body, local abridgement, antibiotic; *sepsis, plate removal, 6 weeks.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Selected the product code of hrs, however both plates and screws were implanted and explanted.